Event description:
The ICD was returned.

Manufacturer narrative:
A ts consultant discussed that the ICD was possibly damaged by the high energy from the external defibrillation. The ICD was successfully replaced and will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt). The ICD delivered shocks but they did not convert the patient's arrhythmia. External defibrillation was then administered by an emergency response team to convert the vt. However, the ICD could not be interrogated following the defibrillation. Two different programmers were used but interrogation was unsuccessful. No additional adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Initial analysis confirmed that the device could not be interrogated and a memory download was unable to be performed. Visual inspection of the device discovered the presence of an arc mark on the case. This damage is consistent with a shock delivery on a shorted lead condition. The high electrical charge from the shorted lead was directed to the device case and caused overstress damage to the device's internal circuitry. No further electrical testing was able to be conducted on the device as this type of damage is too extensive. Laboratory analysis determined that the clinical observations fo no conversion and the device not able to be interrogated were a result of shock delivery on a shorted defibrillation lead that caused overstress damage to the device.